Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose (bg) level was not impacted. The customer changed the supplies on the pump. Tandem technical support had the customer perform a system check using the current pump supplies and the occlusion appeared to possibly be related to the infusion set site. The customer reported that the site appears to be "fine" and believed that the occlusion alarms were false alarms as the bg level was not impacted.